Event description:
It was reported that a patient underwent an open recurrent ventral hernia repair procedure on (B)(6) 2011 and mesh was used. In (B)(6) 2011 that patient experienced abdominal pain after eating and bowel problems. The patient was taken back for exploratory surgery on (B)(6) 2011. The bowel was twisted and when the surgeon removed the adhesions, the bowel was torn. The patient was started on antibiotics. The recurrent hernia was repaired on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.